Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing in the left ventricular (lv) channel which resulted in pacing inhibition of one beat. Technical services (ts) was consulted, upon review of the presenting electrogram (egm) it was noted that the oversensing resulted in pacing inhibition due to the left ventricular (lv) blanking period. Reprogramming options were provided. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.